Event description:
The patient has a history of paroxysmal atrial fibrillation and coronary artery disease. She is status post a-v node ablation with subsequent implantation of a medtronic dual-chamber pacemaker. The patient received a new full system on the left side and her old system was removed. This includes the sprint fidelis lead since it has been recalled. There was no injury to the patient.